Event description:
The procedure was coil embolization of unknown artery, and while detaching the coil (details unknown), leakage of saline was observed at the hub and luer lock connector of the trufill dcs syringe ii ((B)(4)). The product was replaced for a new one and the same was detached. The procedure was completed without any further difficulties. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. Also connection between the two devices checked for proper fitting. The product was stored per labeling instructions, and no damages were noticed on the outer or inner package. After removal from the package, the trufill dcs syringe ii was inspected for damages (crack luer hub connector, barrel, gauge, etc). Other than the reported event, no other damages were noticed with the syringe. The complaint product is going to be returned for evaluation. No vessel/aneurysm characteristics were provided. No patient information (age, gender, dob, weight) was provided. No additional information is available.

Manufacturer narrative:
Per (B)(4): the returned device was visually inspected, no defects were noted. The device was connected to a test fixture and functionally tested, and no leakage was noted around the luer lock or any other location of the device. The device was within specification at each pressure zone. A review of the device history record for the complaint lots indicated that the devices were manufactured under normal operating procedures. All final assembly devices were sampled, inspected. The reported failure by the customer as 'luer lock connector - leakage' was not confirmed. The device met all manufacturing specifications. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of unknown artery, while detaching the coil (details unknown), leakage of saline was observed at the hub and luer lock connector of the trufill dcs syringe ii ((B)(4)). The syringe was replaced for a new one and the same coil was detached. The procedure was completed without any further difficulties. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on either the syringe or the coil by visual inspection. Also connection between the two devices checked for proper fitting. The product was stored per labeling instructions, and no damages were noticed on the outer or inner package. After removal from the package, the trufill dcs syringe ii was inspected for damages (crack luer hub connector, barrel, gauge, etc). Other than the reported event, no other damages were noticed with the syringe. It is not known how many coils if any were detached using the syringe prior to the event or whether the syringe was pressurized above the green zone prior to the event. No additional information is available. The returned device was analyzed by atrion. The returned device was visually inspected, no defects were noted. The device was connected to a test fixture and functionally tested. No leakage was noted around the luer lock or any other location of the device. The device was within specification at each pressure zone. A review of the device history record for the complaint lots indicated that the devices were manufactured under normal operating procedures. All final assembly devices were sampled, inspected, and accepted. The reported luer lock connector leakage was not confirmed. There was no leakage with analysis of the returned device the device met all manufacturing specifications. Based on the reported information that there was no leakage with successful use of the same coil using another syringe and no discrepancy with the analysis of the returned device; no definitive conclusion can be made. However, it appears that procedural factors related to the connection of the devices may have contributed. The device did not present any indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.